Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat pseudocyst during an axios drainage procedure performed on (B)(6) 2024. During the procedure, when the device was deployed through the release mechanism, the stent was unable to deploy despite multiple attempts. The stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery-enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.